Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported a patient had experienced a hazard alarm with their personal diabetes manager (pdm). The patient removed the pod being worn from the infusion site. The patient had experienced symptoms of nausea and vomiting as well as hypoglycemia. Once at the hospital the patient was treated with an intravenous fluid containing sugar. In addition the patient was also treated with medication for nausea and vomiting. The patient was prescribed promethazine to be taken for 1 day as well as lantus insulin to be take 20 units a day. The patient was released from the hospital after 5-6 hours.